Event description:
It was reported that the device was explanted after an implant duration of approximately 119.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Our rep is reporting that during an arthroscopic knee repair, metal shavings were observed emanating from a restore femoral aimer and falling into the joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. The rep indicates that user technique was the precipitator for this issue.